Event description:
It was reported that the patient presented in clinic for an epicardial lead upgrade procedure. It was noted that the left ventricular (lv) lead was not capturing. The lv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.